Event description:
It was reported that the user experienced a severe hypoglycemic event during sleep with a documented lowest blood glucose of 32 mg/dl, following insulin stacking when the device delivered corrections as glucose was rising and a subsequent meal was announced without carbohydrate intake. The event required non-medical assistance from the user¿s caregiver, who administered a glucagon injection, after attempts to give oral carbohydrate were not feasible. Symptoms included loss of motor functions, confusion/disorientation, and shaking/tremors consistent with hypoglycemia and seizure-like activity. Outcomes included no lasting health consequences after glucagon, with blood glucose returning to range and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user and device use history. Investigation of this case revealed no device problem and identified a usage problem involving improper procedure, specifically failure to follow instructions associated with meal announcements and using meals as correction that led to insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.